Event description:
Reference number (B)(4). Event occurred in united states. It was reported that patient faced an event of infusion set bent cannula resulting in emergency room visit and subsequent hospitalization. The date of event was somewhere between (B)(6) 2024 and (B)(6) 2025.. Patient also had moderate ketones. Patient tried bolusing, multiple daily injection and changing infusion set to address high blood glucose which was reported to be 500 mg/dl. During hospitalization, patient received intravenous fluids of saline and insulin. No further information was available.